Event description:
On (B)(6) 2010, patient experienced an occlusion (e4) when trying to bolus through infusion device. Insulin cartridge and infusion set were changed on (B)(6) 2010 and were being used within manufacturer recommendations. It is unknown when adapter was last changed. Infusion set was inserted manually by hand, and patient typically uses insertion device. Infusion site was removed during troubleshooting and cannula was bent. Infusion set was changed and patient attempted to bolus 8 units. Infusion device displayed occlusion when 6 units were delivered. Patient disconnect infusion set tubing and primed until several drops of insulin flowed through. Patient then reconnected infusion set tubing and bolused the remaining 2 units. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. Product was requested for evaluation.